Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was 478 mg/dl and was corrected with the help of the insulin pump. The customer reported that the insulin pump came off while they were sleeping. The customer changed the set out but could not get the insulin pump to work. The customer declined troubleshooting for the set coming off the body. The device will not be returned for analysis.